Event description:
Allegedly, patient suffering from mom complications. Left. Additional information received from litigation on 05/03/2018. Allegedly the patient was revised due to severe metal on metal reaction; pain; trunnionosis.